Event description:
The customer's family member reported that the customer has been using the ust400 pdm and has been receiving incorrect blood glucose readings. The customer used a freestyle control solution which had expired in 2012. The customer had low blood glucose (bg) levels and an ambulance had to be called. The customer had a reading of 36 bgs on the paramedic's meter. A family member bought a back up meter and received the same low readings that the paramedics received. The customer was given a glucose gel to raise his blood glucose level. The customer was not taken to the hospital. Time: 2:29 am, blood glucose (mg/dl): 276; 3:34 am, 236; 4:08 am, 94 - control solution; 4:10 am, 128; 4:16 am, 57 - received glucose gel by emergency personnel; 5:15 am, 207 - back up meter read 110.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported paramedic visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.